Event description:
It was reported that the patient had a reaction to the dream tap that was issued. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred. It is unclear when the patient received the device, when the patient first used the device, or when the reaction occurred or resolved. With regards to the device, the provider was provided a return label to return the device back to glidewell for evaluation.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Section a2: the patients date of birth was not provided when asked. Section a4: the patients weight is not provided when asked. Section a5/a6: this information not provided when asked. Section b3: this information was not provided when asked. Section b6/b7: this information was not provided when asked. Section d4 is not applicable with the exception of serial number as the device is manufactured by prescription section d6-d7 is not applicable as the device is manufactured by prescription and not implantable.

Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. E-pro: lot# 11841203 was manufactured from march 22, 2022 and was assigned an expiration of march 2025. Erkodur: lot# 50013207 was manufactured from april 5, 2022 and was assigned an expiration of april 2025. Lot# 50010206 was manufactured from february 3, 2022 and was assigned an expiration of february 2025. Supplier (airway) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Part: lot# 12k-osue-22 was manufactured from august 12, 2022 and has no expiration date. Kit: lot# 12k-osun-22 was manufactured from january 23, 2023 and has no expiration date. Supplier (garreco) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Acrylic: lot# 940122 was manufactured from january 2022 and was assigned an expiration of january 2027. Supplier (keystone) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Monomer: lot#mc8891 was manufactured from february 23, 2022 and was assigned an expiration of february 23, 2025. Supplier (chesapeake medical) reviewed the associated material lot and confirmed no manufacturing deviation or abnormality. Bite button: lot# 522-1299 was manufactured from may 12, 2022 and has no expiration date. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. Roughness - the flange was smooth. Internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device appeared clear and transparent with yellowish tint. General cleanliness - the returned device appeared to have debris or foreign particles. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Dream tap patient instruction_prtd41 rev h contains the following statement in the warning section: "do not wash the dream tap¿ in the dishwasher or use dishwashing liquid to wash the dream tap¿. Do not clean the dream tap¿ with products that contain chlorine, bleach, moisturizer, antiseptic, anti-bacterial agents or alcohol." Dream tap patient instruction_prtd41 rev h contains the following statement in the warning section: "patients who are sensitive to nickel or self-curing acrylic may experience allergic reactions. Discontinue use if reaction occurs and consult prescriber." Dream tap patient instruction_prtd41 rev h contains the following statement in the home care instructions section: "the dream tap¿ should be stored in a cool dry place. The appliance is made from sensitive materials and should not be stored where temperatures exceed 120of, such as in the glove compartment of a car or the cargo hold of an airplane. Do not clean the appliance in hot or boiling water, nor to soak it in bleach or hydrogen peroxide which will cause the trays to distort or the lining to become brittle and delaminate."

Event description:
The device was used (B)(6) 2022 with the reaction occurring (B)(6) 2023. The patient experienced itching in the tongue. The device was discontinued (B)(6) 2023 with the reaction resolving within 2 days. The patient required benadryl and ibuprofen. The patient status is noted as normal. There are no known allergies. But, has a history of hypertension and hypercholesterolemia. With regards to the device: the device was cleaned using an ultrasonic cleaner. The patient used denture cleaner and water.